Event description:
Related to MFR report # 2183959-2012-01652. It was reported by plaintiff's attorney that the plaintiff was implanted with an apogee on or about (B)(6) 2008 with the intention of treating her vaginal vault prolapse, stress urinary incontinence, pelvic organ prolapse, cystocele, and/or rectocele. It was alleged the plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, disability and impairment. It was also alleged the plaintiff experienced significant mental and physical pain and suffering, has required and/or will require additional surgeries and medical treatments.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.